Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-operative diagnosis as: lumbar spinal canal stenosis. For which, patient underwent oblique lateral interbody fusion at levels: l2/3/4/5. Intra-op, when inserting a cage into l2/3, in order to avoid ribs, the surgeon tried to raise the cage so as to be right beside the intervertebral disc with the cage inserter facing slightly from the caudal side to the cranial side. As a result, the cage cracked from the groove next to the inserter mounting part. The cage broke in anterior and posterior portion. New cage was unpacked and the surgeon used olif curved inserter in the opposite direction and then the cage was inserted at l2/3 without any problem. No fragment of the product remaining in the patient. No patient symptoms or complications as a result of this event.